Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision surgery performed to replace the tibial tray insert originally implanted in 2001.